Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned therefore a conclusion cannot be made. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that as a result of plastic dust and debris landing on the facility's bronchovideoscope, the staff's procedure was to just wipe the scopes down with a wet lint free cloth and flush the channels with water before each case. The olympus endoscopic support specialist (ess) advised that although wiping the exterior of the scope with a lint-free cloth and flushing the channels with water may appear helpful as an interim measure until they receive new cabinets, olympus has not validated this approach as a means of cleaning or decontamination. It was recommended to ensure devices remain protected from environmental debris using a temporary barrier. No patient infections or injuries reported.